Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and wall control and was able to duplicate the reported event. The technician found that the ribbon cable, a component within the wall control's touch panel had come loose from its connection point. The technician replaced the wall control and the touch panel, tested the lighting system, and confirmed it to be operational. The components subject of the reported event will be returned to steris for evaluation; a follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported during a patient procedure the touch panel to the harmony m5 lighting system became unresponsive to user inputs. A procedure delay occurred as the patient was transferred to another or room. The procedure was completed successfully. No injuries were associated with the reported event.

Manufacturer narrative:
The root cause of the reported event is attributed to the ribbon cable, a component within the wall control's touch panel as it had come loose from its connection point. The wall control and touch panel were replaced. The reported event is isolated to the user facility subject of this event.